Manufacturer narrative:
The tech found the brake casters were old and worn. He replaced the casters to repair the bed.

Event description:
Info received indicates the brake casters are ratcheting when in brake mode.